Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the atrial lead was sensing the ventricular channel. Lead dislodgement was suspected and the device was reprogrammed to sense only the right ventricle. The patient was in stable condition.